Manufacturer narrative:
This is default text configured for block h10.

Event description:
The pen itself the medication vial was still all full and the injector needle don't move tried to administer it and nothing happened, pen itself the medication vial was still all full and the injector needle don't move. [Device failure] . No adverse event [no adverse event] . Case narrative: this initial spontaneous report concerns of adverse events device failure and no adverse event in a male patient (age and race not reported) from the united states. The patient's age at the time of event experience was not reported. On 02-mar-2026, amneal pharmaceuticals received information from the patient¿s relative via an email concerning above-mentioned events experienced by the patient while on amneal's epinephrine auto-injector. On an unknown date in 2026, the patient was being treated with epinephrine auto-injector (strength, dose, and frequency were not reported) via subcutaneous route for an anaphylactic reaction. Concurrent condition included anaphylactic reaction. Co-suspect medication, concomitant medications, medical history, history of procedures and surgeries, historical drug and recreational drug use were not reported. Laboratory tests were not reported. On an unknown date in 2026 (this weekend), the patient had an anaphylactic reaction, and with having amneal¿s epi pen on hand, he tried to administer it, and nothing happened. Upon inspection of the pen itself, the medication vial was still full, and the injector needle did not move. So, patient administered the second epi pen, which also had the same malfunction. The reporter further added that with the epi pens being needed in an emergency and malfunctioning, not one but both (and this was not user error; the reporter worked in the medical field) was scary and unacceptable. Last action taken with epinephrine auto-injector in relation to device failure and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events device failure and no adverse event were unknown. The reporter did not provide the causality of events device failure and no adverse event with epinephrine auto-injector. This case was considered serious. The reportability of this case was expedited. This significant follow up (#1) information received on 28-mar-2026. New information received includes qa investigation report, attached with this case. A product complaint was received on 05-mar-2025, reporting a ¿failure to fire¿ for an epinephrine auto-injector, where two devices allegedly failed to activate, with no needle deployment and no medication delivery. Strength and lot information were not provided, and no complaint samples were returned; therefore, the complaint could not be confirmed. The issue was assessed as related to assembly and packaging operations at phillips (pmm), and a pfizer investigation was not warranted. An apr and batch history review identified no deviations, discrepancies, or trends that could explain the reported event, and all manufactured lots met established in-process and final release criteria. Historical complaint data demonstrated a very low frequency of similar complaints (0.00022percent over the past 24 months), with no confirmed cases. A review of the pfmea confirmed that the failure mode is captured within the current risk management process. Additionally, labeling and instructions for use were reviewed and found to be clear, adequate, and FDA-approved. Based on the available information, no correlation to manufacturing was identified and the event is considered isolated. A potential root cause may include use-related factors, such as improper device activation (e.g., failure to remove both blue caps or insufficient force applied during administration), which could prevent needle deployment and drug delivery; however, a definitive root cause cannot be determined. Last action taken with epinephrine auto-injector in relation to device failure and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events device failure and no adverse event were unknown. The reporter did not provide the causality of events device failure and no adverse event with epinephrine auto-injector. This case was considered serious. The reportability of this case was expedited. The impact on current and future users of product epinephrine auto-injector cannot be assessed as the root cause of investigation remains undetermined as manufacturer or user error.

Manufacturer narrative:
This is default text configured for block h10.

Event description:
The pen itself the medication vial was still all full and the injector needle don't move tried to administer it and nothing happened, pen itself the medication vial was still all full and the injector needle don't move. [Device failure]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of adverse events device failure and no adverse event in a male patient (age and race not reported) from the united states. The patient's age at the time of event experience was not reported. On 02-mar-2026, amneal pharmaceuticals received information from the patient¿s relative via an email concerning above-mentioned events experienced by the patient while on amneal's epinephrine auto-injector. On an unknown date in 2026, the patient was being treated with epinephrine auto-injector (strength, dose, and frequency were not reported) via subcutaneous route for an anaphylactic reaction. Concurrent condition included anaphylactic reaction. Co-suspect medication, concomitant medications, medical history, history of procedures and surgeries, historical drug and recreational drug use were not reported. Laboratory tests were not reported. On an unknown date in 2026 (this weekend), the patient had an anaphylactic reaction, and with having amneal¿s epi pen on hand, he tried to administer it, and nothing happened. Upon inspection of the pen itself, the medication vial was still full, and the injector needle did not move. So, patient administered the second epi pen, which also had the same malfunction. The reporter further added that with the epi pens being needed in an emergency and malfunctioning, not one but both (and this was not user error; the reporter worked in the medical field) was scary and unacceptable. Last action taken with epinephrine auto-injector in relation to device failure and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events device failure and no adverse event were unknown. The reporter did not provide the causality of events device failure and no adverse event with epinephrine auto-injector. This case was considered serious. The reportability of this case was expedited.